Manufacturer narrative:
The service rep couldn't duplicate problem. System is working as intended.

Event description:
The customer reported that he saw grid lines on image, even when he sent images to pacs he could still see the grid lines. No patient involved.